Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device would not power up; device internally contaminated. Analysis also found both output connectors were broken. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed to power on with new batteries. The epg was returned for repair. There was no patient involvement.